Event description:
Facility reported that the risk manager fall pad is sliding on their floors. This product is placed at patient bed-side to help reduce the likelihood of a serious injury in the event of a patient fall. The product has been pulled from patient rooms pending further investigation as to the cause of the problem. The product's surface is nonskid. There have been no injuries or adverse events.